Event description:
Physician attempted to open snare after insertion into scope. Snare would not open, instead, the guidewire folded over on itself at the handle. A second snare was utilized without difficulty manufacturer response for snare, sensation short throw 13mm (per site reporter): scientific customer complaints notified and arrangements made to send back equipment for manufacturer investigation.